Event description:
Snare polypectomy and resection of mass attempted. Unable to retrieve the snare wire from the patient's stomach and the wire had to be clipped outside of the patient's mouth and patient rushed to operating room for surgical removal.